Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, there was difficulty crossing the aortic arch. Pericardial effusion was noted at 80% of attempted deployment. The valve and delivery catheter system (dcs) were removed from the patient. The effusion was drained and extracorporeal membrane oxygenation (ECMO) was initiated to repair the left ventricle with open surgery. It was reported that the effusion was caused by a guidewire (unknown manufacturer). Another valve and dcs were used to successfully complete the procedure. The patient anatomy was reported to be mildly calcified with an acute angle at the aortic arch. No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the lot history record was not available as the lot number for this product was not available. The physician reported that the confida guidewire had not been pre-shaped prior to usage, however, the physician felt that the patients left ventricle tissue was extremely friable and frail during the surgery and that too much pressure may have been applied to the patient¿s ventricle tissue during the case. This paired with the report that the anatomy was difficult to access and that the user reportedly struggled too many times in the left ventricle when the first catheter was unable to be deployed. So, the perforation most likely occurred as a result of the user having difficulty accessing the patient¿s anatomy and perhaps torquing or twisting the guidewire in the process paired with the patients very friable tissue or other patient comorbidities. Angiographic record review was conducted on the returned angios for this event. The angios showed that there was an acute bend at the pre-shaped coil of the confida guidewire. This suggested that potentially, the guidewire had been manually pre-shaped, which is contra-indicated in the instructions for use (IFU), this in conjunction with the patient¿s frail / friable ventricle tissue that was noted during the open surgical procedure, and that too much pressure may have been applied to the patient¿s ventricle during the case, may have ultimately led to the ventricle perforation. Based on the angio images, pressure seen on the guidewire in addition to the reported patient frail tissue, may have contributed to the perforation that then led to effusion. The confida brecker guidewire consists of a pre-formed shape of the flexible distal tip which is specifically designed to position the guidewire in the left ventricle and mitigate the variability associated with the distal tip of regular guidewires. It also eliminates the need for physicians to manually bend the guidewire during the trans aortic valve replacement (tavr) procedure, or other diagnostic and interventional catheterization procedures. In terms of tavr procedures, this pre-formed shape of the flexible distal tip is designed to provide stability for a tavr delivery system tracked over the guidewire and to mitigate the risk of lv perforation. In addition, cardiac perforation is a known potential patient adverse effect per the IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the guidewire was inspected prior to use with no damage noted. The tip of the guidewire was not pre-shaped. The guidewire was introduced into the ventricle through a catheter that was already positioned in the ventricle. No resistance was noted with the guidewire during use. The physician reported that the left ventricle tissue was noted to be frail during the open surgery. It was reported that because of struggling in the left ventricle since the first device could not be deployed, it my have put too much pressure on the frail left ventricle. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the effusion resulted from a left ventricular perforation caused by the medtronic guidewire. If information is provided in the future, a supplemental report will be issued.